Event description:
On (B)(4) 2012, the reporter contacted lifescan reporting that the onetouch verioiq pattern guide literature was damaged by water. The reported issue was not resolved with troubleshooting. There were no allegations of patient impact associated with this complaint.